Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a foreign matter was present in the device. An encore ic was selected for us. During preparation, while removing the device from its secondary packaging and before opening the primary packaging, a strand of hair was observed inside the primary packaging. The device was not used. There were no patient complications, and the patient was stable post procedure.